Event description:
It was reported that during surgery the t-handle was being used to tighten a screw that was going into a nail; consequently, it broke. All broken pieces were removed from the patient with no harm or extra time being added to the procedure. The procedure was completed by using a s+n t-handle from a back up set.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the attachment tabs fractured off the device, causing it to disassemble and become inoperable. All pieces were returned except for the fractured tab and retaining ring. The device was manufactured in 2010 and shows signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.